Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to wrong connecting of the monitor. The customer was using the sdi out 1 to sdi in 1 on the monitor. The issue was resolved by olympus technical assistance coaching the customer to correct the input settings on the monitor from port a to serial digital interface (sdi) and the image was restored. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When reporting the issue, olympus technical assistance was able to guide the customer through changing the input settings on the monitor from port a to serial digital interface (sdi) 1 and were able to restore the image. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the olympus asset, a evis exera iii video system center had no image and were getting "hd15 rgb no sync" while using the video cable ports serial digital interface (sdi) out 1 to sdi in 1. The issue was found after a diagnostic colonoscopy, which was completed with the same device. The customer reported "it was noticed that the on/off button was stuck in the ¿on¿ position after the bedside cleaning step was completed and the technician attempted to turn the unit off." There were no reports of patient harm.